Event description:
For instance, in the morning when this ltv1000 is cool off and turned on, it will run over 3-4 hrs then it completely shut down by itself. If it is pushed on the power button again, it starts running again for only 30 mins then it completely shut down by itself again. It took place several times since last (B)(6). In the hospital and then our sub dealer took it back to their office and they come across several times as well so to our engineer in (B)(6) office. There is no alarm. The device was not on a pt at the time of the event. Used both internal battery and ac. We don't have external battery yet.